Manufacturer narrative:
Following an inspection at our manufacturing site in (B)(4) 2013, inspector highlighted a weakness in our vigilance procedures: we should have had notify to competent authorities some of our complaints. Following this non conformity, we reviewed our vigilance procedures and reviewed all complaints received so far (since year 2007). We identified complaints that needed to be notified and we did. That explains the delay between us becoming aware of the incident and the date we notified it.

Event description:
A non sterile grafty delivering gun may have been used by a surgeon w/o sterilized it before use. The surgeon may have not follow instructions for use; he may have not sterilize it as it is specified in the instructions for use. The grafty delivering gun is an accessory that facilitate the handling and injection of a grafty injectable product. As corrective action we decided not to sell non sterile grafty delivering gun anymore. The corrective action has been implemented in august 2009. We don't have info regarding the healthcare facility. We don't know if the related situation occurred and if it occurred what was the outcome on pt, if any. This case has been notified to the european competent authority concerned.